Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104, 107) has been confirmed. The monitor displayed a service code 104 (sd card fault) and 107 (abnormal shutdown). Upon investigation the monitor did not pass incoming functional testing and also displayed a service code 203 (pulse test fault). The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 104 (sd card fault) and 107 (abnormal shutdown).